Event description:
It was reported a revision surgery, right knee arthroscopy irrigation and debridement was performed.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device reported on. ¿the complaint stated: ¿infection after a revision surgery, right knee arthroscopic irrigation and debridement, removal of the hardware and arthroscopic partial medial and lateral meniscectomy performed.¿ due to product unavailability, the product was not returned for evaluation. Therefore complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation were not fully possible without evaluation of physical product. If objective evidence or further relevant information becomes available to assist with evaluation, the complaint will certainly be revisited. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. There is no objective evidence to suggest a direct link between the surgical site infection (ssi) and products used during the procedure." Surgical procedures may carry a degree of risk and possible side effects including, but not limited to infection.